Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the spo2 had difference of greater than 10 percent. It showed low spo2 readings. The issue was isolated to the sensor. There was no patient harm.